Manufacturer narrative:
The device remains actively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered six shocks to the patient during vigorous activity. There was no syncope or lightheadedness. A review of egm by technical services representative showed therapy was delivered due to the vt-1 zone being in monitor only, decision to treat was based on rate only. The therapy zone was programmed to deliver six shocks per device settings so therapy was exhausted. Device was reprogrammed to higher vt zone. No further adverse patient effects were reported.